Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant, the right ventricular (rv) lead exhibited high thresholds. During a follow-up visit three weeks later, it was determined that the lead had perforated the heart. A lead revision was performed to reposition the lead. The rv lead remains in use. No further patient complications have been reported as a result of this event.